Manufacturer narrative:
One medfusion pump was returned with the bottom case cracked by the pole clamp and a cracked battery door. There was visible contamination on the bottom case and on the display screen. The event history log was reviewed and there was no evidence pertaining to the reported issue. The power up process was conducted and the reported issue was duplicated. The lcd display was damaged and pixels were missing from the display assembly. Physical impact by the user caused the damage to the display assembly. The lcd display was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a hard failure and gave a green screen. There was no patient involvement.